Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During an unrelated lead replacement procedure, the device was explanted and replaced prophylactically. There was no allegation of premature battery depletion and the patient was stable.